Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient fell 6-7 months prior to the report and the ins stopped working. A rep met with the patient and was unable to interrogate the ins. The patient noted that this was the first time the ins has been discharged. A device reset was scheduled for (B)(6) 2019. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was scheduled for a battery replacement. It was reported that when the rep met with the patient in pre-operation their battery had been dead so they couldn't do an impedance check. The rep stated that looking back through the notes on the patient, it looked like the patient tried three device resets and their device wouldn't reboot. It was also noted that the patient had a fall and their stimulation stopped working. It was also indicated that this issue was previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-feb-06 reporting that there was an alleged overdischarge. They met with the consumer that day to perform a device reset but at the end of the 60 minute session the manufacturer representative's implantable neurostimulator recharger (insr) with a purple faceplate was used because the consumer did not have their insr with them. The representative was seeing 0:00 and then reposition antenna screen. The clinician programmer would not connect. There was an issue with recharging. The caller reported that the patient did not belief that the ins had died or become discharged before. It had been off for about 6-7 months. Before this 6-7 months, the patient had fallen and the implantable neurostimulator (ins) stopped working. The caller thought the patient may have been experiencing stimulation in their ribs, so the patient stopped charging. It was reviewed by the technical services agent that another pmr would be needed. The manufacturer representative was going continue charging. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the ins not working was that they had not used it or charged it for 6-7 months. The rep performed a 60-min device reset but the patient was unable to continue a second device reset, so they were coordinating a time to perform another reset. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the explanted ins was discarded by the customer so would not be returned. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.